Manufacturer narrative:
H10: a voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: a complaint history review was performed. This is the tenth complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one power port duo with catheter was returned for evaluation. Functional gross visual, microscopic visual evaluations were performed on the returned device. The investigation is confirmed for the reported difficult to flush and identified partial blockage issue as left port septa was partially dislodged and upon infusing the port, leak was noted from the partially dislodged septum. Further the left port stem failed the mandrel test as the black mark was not fully inserted into the lumen as felt occluded by possible residue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3, h6 (device, method) h11: h6 (result, conclusion), h9 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the device was allegedly difficult to flush. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. The lot number for the device was provided, a review of the device history record is currently being performed. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (Expiry date: 03/2022).

Event description:
It was reported that some time post port placement, the device was allegedly difficult to flush. There was no reported patient injury.